Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and identified multiple hardware malfunctions. The fse found the ise (ion selective electrode) mix motor wire was worn and intermittently disconnecting. The fse also found defective sample syringe, buffer syringe and reference electrode. The fse replaced the ise mix motor, sample syringe, buffer syringe and reference electrode to resolve the issue. Performed system verification successfully without further issues. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported the generation of false low questioned ion selective electrode (ise) patient results for sodium (na), potassium (k), and chloride (cl) on their au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer did not provide patient data or demographics. There was no report of change to treatment, injury, or death associated to this event.